Manufacturer narrative:
The investigation of the reported event was performed by our experts. They identified multiple potential root causes: 1. Sticking pin (aglet): a pin that sticks can prevent one of the copper filter wheels from moving. Grease mixed with dust and debris may obstruct the pin, stopping the motor from turning the wheel. The pin should normally move freely by approximately 1 mm; if it is stuck, the wheel cannot move in either direction. 2. Warped filter wheels: if one or both filter wheels are warped, step errors may occur because the movement of one wheel can affect the sensor signals of the other. Warped wheels may contact each other, causing unintentional movement of one wheel when the other moves. 3. Defective components: a defect in the sensor board and processor board (d209) or motor could also cause the issue. In all the scenarios described above, the collimator sends an emergency message to the system. These abnormalities result in step error of the prefilter, which in turn trigger the emergency message ¿possibly wrong dose, cu prefilter, sc¿. The concerned unit was inspected by a local siemens service engineer, who identified issues with the prefilter in plane a. The affected prefilter (plane a) was replaced, which fixed the issue. The part was analyzed, and it was observed that the guidance gets dry and this leads to stocking of the filter; the rivets of the copper blades were observed to be loose as well. Issue with the pre-filter was determined as root cause of the reported malfunction. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred on the artis zee biplane system. During an emergency patient procedure, a malfunction of the pre-filter occurred, which caused the full image not to be visible. The patient was relocated to an alternate system to complete the procedure. We have no indications of any adverse effects on the health status of the involved patient.